Event description:
It was reported the pt is scheduled to have the ipg pocket site revised, reason unk. Reference MFR report #: 1627487-2013-24438 for lead issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.